Event description:
At the 24-hour mark, the elastomeric pump had not completely infused the prescribed medication. This patient¿s devices have continued to retain ~25% of the medication during each pump exchange, and this was observed on five successive days and with five different pumps.